Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a rabbit underwent an oophorectomy in (B)(6) 2017 and suture was used for cutaneous closure. The day after the surgery, the suture was broken. No additional information was provided.